Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. On (B)(6) 2025, while traveling, the patient experienced a hypoglycemic episode resulting in loss of consciousness. The patient reported that no alert was received from his cgm receiver prior to the event. Due to the loss of consciousness, the cgm readings at the time were not observed or recorded. The patient was attended to by the airport medical team and subsequently transported to the emergency room (ER). He was unable to recall the specific treatment or medication administered during the episode. According to the ER physician, the patient¿s blood glucose (bg) level was 27 mg/dl upon evaluation. No cgm data was available for review. The patient stated that his cgm alert thresholds are set at 70 mg/dl for low glucose and 55 mg/dl for urgent low. He remained in the ER from approximately 6:00 am until midnight. The exact time at which the patient regained consciousness was not specified. At the time of reporting, the patient was in a stable condition. No product or data was provided for evaluation. The allegation and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.